Event description:
The customer reported receiving no delivery alarms from the insulin pump and recently having blood glucose values, up to 286 mg/dl. During troubleshooting the no delivery alarms were confirmed, but the insulin pump apparently functioned as designed. The customer was advised to change the entire infusion set, reservoir and insulin, and to treat as directed by the customer's health care professional. Replacement infusion sets were sent to the customer. The customer was advised to monitor the insulin pump and to call the helpline back if the issue recurred. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.